Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to add code local reaction , remove capsular contracture and generalized illness codes to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a breast augmentation revision with mentor memorygel breast implant 700cc and suffered from inflammation, infection, ptosis and capsular contracture baker grade iii/IV on the left side and unknown baker grade on the right side. The patient experienced muscle spams, one breast is larger than the other, breast do not look normal, can feel muscle spam, breast harder and hot on the left , back pain, can feel implant, breast asymmetry, emotionally affected. Left side is higher, and right breast implant is deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.